Event description:
It was reported that the patient underwent a hip revision due to the loosening of the cup. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4) g2: australia. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10; g3; h2; h6; h10. Visual examination of the provided pictures identified the explanted zca cup, with significant bio-debris and/or possible cement on the outer spherical surface. No further evaluation can be made. A femoral head was also noted in the picture as explanted. Pictures were not provided of the stem. Device history record review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: total hip arthroplasty with zca all-poly acetabular cup is present. Abnormal steep acetabular cup lateral angle of inclination, acetabular cup loosening, fracture of the acetabular cup equator wire, femoral stem loosening and femoral osteolysis are observed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.